Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set was leaking at site event on (B)(6) 2024. The infusion set has been used for 3 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).